Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint could not be determined. The root cause could not be determined.